Manufacturer narrative:
Date of event is estimated. Reporter phone number (B)(6).

Event description:
It was reported that patient experienced an infection and swelling at the ipg pocket site. As a result, surgical intervention was undertaken wherein the ipg was explanted to address the issue.

Manufacturer narrative:
A patient experienced an infection and swelling at the ipg pocket site was reported to abbott. Surgical intervention was undertaken wherein the ipg was explanted to address the issue. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.